Event description:
A report was received that the patient had severe pain and the physician believed that the lead caused it. The patient was prescribed with pain medication. Additional information was received that the patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were discarded.

Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5114008, model/catalog description: 5114008.

Event description:
A report was received that the patient had severe pain and the physician believed that the lead caused it. The patient was prescribed with pain medication.